Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain four days post implant. The right ventricular (rv) lead exhibited unstable, high thresholds and non capture at max output. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.